Manufacturer narrative:
(B) (4)

Event description:
When the pt was sitting down for dinner he felt an intense painful shocking/surging sensation along his entire leg and arm on the right side of his body. He was able to turn the stimulation off which relieved the pain. Further info is being requested from the hcp.